Manufacturer narrative:
MFR received date: 01nov2019. The patient's information is unavailable. There was no medical intervention required as a result of this event. The customer reported that replacing the power switch overlay resolved the problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
It was reported that the ventilator's alarm led (light emitting diode) failed. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.